Event description:
It was reported that this right ventricular (rv) lead was showing high out of range shock impedance measurements. Technical services (ts) was consulted and reviewed possible reasons for the exhibited behavior, as well as recommended evaluation options. This rv lead remains in service. No adverse patient effects were reported.